Manufacturer narrative:
Based on system log files, the biometric finger scanner (bio-ID) lost communication with the system. As programmed, the bio-ID attempted to re-initialize but was unsuccessful resulting in a requires maintenance error. At this time, bd has requested the bio-ID back for failure investigation.

Event description:
Customer reports that users were unable to access intubation medications in the pyxis anesthesia system during an emergency c-section. The baby was sent to nicu and required respiratory intervention. The customer reported no permanent harm to the mother or baby.

Manufacturer narrative:
Bd completed a failure investigation which determined the following: unknown failure of the bio-ID device where the station still attempt to validate via bio-ID before pushing to password. Existing specifications state that failed attempts and bio-ID authentication on witness function will not roll over to password.

Event description:
Customer reports that users were unable to access intubation medications in the pyxis anesthesia system during an emergency c-section. The baby was sent to nicu and required respiratory intervention. The customer reported no permanent harm to the mother or baby.

Manufacturer narrative:
Based on an additional root cause investigation as part of an on going CAPA, a failure mode was confirmed to occur in certain bio-ID devices. The issue that occurs with the bio-ID device is related to system settings that require a witness user's identification for further processing dispense of anesthesia drugs using the pyxis instrument. If the "bio-ID exempt" is enabled on the device, it does not allow a witness user to utilize a password as an alternate means for identification even if the bio-ID is in a failed state. The "bio-ID exempt" setting specifically supports (B)(4) state regulations for positive identification. Corrective actions related to the bio-ID exempt setting are being evaluated.

Event description:
Customer reports that users were unable to access intubation medications in the pyxis anesthesia system during an emergency c-section. The baby was sent to nicu and required respiratory intervention. The customer reported no permanent harm to the mother or baby. Reference (B)(4).